Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed no evidence of the reported problem. To further investigate, a visual test was performed. The customer's problem was confirmed. It was determined to be caused by dso/uso seals degradation. Both the dso/uso seals were replaced.

Manufacturer narrative:
, Corrected data: correct aware date 01/20/2021 updated b 3.

Event description:
Correct ware date in h 10.

Event description:
Information received a smiths medical cadd solis vip 2120 pump reported uso seal peeling and dso sensor seal bubbled. No patient adverse events reported.